Event description:
The customer reported having signs of skin infection. The customer stated that the electrode is irritating her skin and leaving a scar after it is removed. The customer stated that the site often is red and swollen. Troubleshooting was performed. It was stated the site did have pus. Sensor was located in lower abdomen area. The customer stated that she did wear sensor for 6 days once, but has not done it since. Reminded the customer that FDA approved to wear the sensor for 3 days and should be removed after the third day. Suggested the customer to try using alcohol to clean skin prior to insertion and advised the customer to consult with her doctor about issue. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.